Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the analyzer and programmer were in use during a procedure and the patient became analyzer dependent with pacing being provided vvi at 10 volts at 40 beats per minute, it was observed that impedance was out of range (>4000) while pacing at ddd 2v on atrial channel and 10v on ventricular channel). Under sensing of p waves was noted while back up pacing in vvi 40 at 10 v. The atrial lead was re-positioned and the same issue was observed. The user was able to confirm atrial capture at 1v while in ddd 80 (1v atrial channel/ 10v ventricular channel). Due to under sensing and out of range impedance measurements the user switched out to a mobile programmer with analyzer function which measured p waves of 2 mv while in vvi 40, 5v on ventricular channel with atrial impedance and threshold in range when in ddd 80, 2v atrial channel, 5v ventricular channel. The user then connected the right ventricular (rv) lead to the device and re-tested the atrial lead using the analyzer and programmer which measured appropriately similar values to the values measured by the mobile programmer. No patient complications have been reported as a result of this event.